Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.077¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically due to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90201108-0195) was last used on (B)(6) 2021 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument's tip broke off and fell inside the patient during firing. The fragment was retrieved through an assistant port during the same procedure. The customer used an endoscope and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument was in use for approximately one hour and performed as intended up until the reported event. The harmonic ace instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the customer used laparoscopic instruments to remove the fragment from the patient¿s body. The harmonic ace instrument did not collide with any other instrument or hard material during the procedure. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.